Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump failed flow accuracy during preventive maintenance. No patient injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log showed ¿maintenance is recommended¿ occurred. Functional testing could not replicate the reported issue; all accuracy testing was within specification and device was found to be operating as intended. The root cause was undetermined. No repair was needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.